Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2010 due to a device problem (type not specified.) Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2010.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The correct type of reportable event is malfunction, not serious injury as previously reported.(B)(4).